Event description:
The customer reported false positive antibody screening test with reagent red blood cell #2 of biotestcell 3. A research for antibodies came up negative. Our quality control laboratory is still waiting for the customer's patient sample that had caused the false positive test result and the allegedly defective product. There is no indication for a malfunction of the affected tango optimo.

Event description:
The customer reported two positive antibody screening tests with cell #2 of biotestcell 3 on tango optimo. The customer has neither returned the patient samples that had caused false positive test results nor the supposedly defective product biotestcell 3. Therefore our quality control laboratory tested the retained biotestcell 3 sample with different positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.